Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that IV tubing that was infusing lidocaine gtt - drip was defective. Large pouching bubble developed in the pump segment portion of the tubing.

Manufacturer narrative:
One photo taken by the customer confirms the customer complaint. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review could not be performed because a lot number was not provided by the customer.